Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold, which caused discomfort to the patient. The physician decided to reposition the lead. During the procedure, the helix failed to extend. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were inadequate capture and failure to extend the helix. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of failure to extend the helix was confirmed. X-ray examination found the inner coil was over-torqued at the connector region, consistent with procedural damage. The cause of failure to extend the helix was isolated to the helix being clogged with blood and over-torque of the inner coil. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths due to an over-torqued inner coil at the connector region, consistent with procedural damage.